Manufacturer narrative:
Correction: section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section d.1. Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient had the MRI on (B)(6) 2025, and a head wrap was used. After the MRI, the recipient did not wear the device. On (B)(6) 2025, the recipient underwent magnet replacement surgery, and the original magnet was placed successfully. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a displaced magnet after an MRI. The recipient's magnet was reportedly pushed back into place and was unsuccessful. Revision surgery is scheduled.